Event description:
Customer initially reported that the alaris syringe module did not alarm for occlusion while an epinephrine infusion was in progress although the clamp is believed to have been closed on the extension set that was in use at the time. The infusion rate was 0.7ml/h. It is believed that the clamp may have been closed at 1300 on (B)(6) 2014 when the tubing was changed; however, it was not discovered until 2000 that evening. Customer later reported that the set may not have been connected to the patient at the time of the event. Patient experienced hypotension. Resulting medical intervention consisted of an increase to the vasopressin and epinephrine drips, and additional albumin and blood were administered. Although requested, no additional event/patient information was provided.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.